Event description:
It was reported that the patient's right atrial (ra) lead had low pacing impedance and, during an external electrocardiogram, it was noted that the lead was unable to sense atrial fibrillation. In addition, it was also reported that the right ventricular (rv) lead had low pacing impedance. The ra lead was turned off; the rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 402452 lead; implanted: (B)(6) 1998. (B)(4).